Event description:
It was reported to nova biomedical that a consumer received a result of 79 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 121 mg/dl and 117 mg/dl. During the call to customer support, the consumer started having control tested their test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter will be returned for investigation, however, the test strips were used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.